Event description:
It was reported that the stent came loose from the balloon. A 7.0x40x135 cm express ld balloon stent was selected for use. During the procedure, it was found that stent came loose from the balloon. There were no patient complications as a result of this event.

Manufacturer narrative:
G4: premarket/ 510(k)- k133110, p090003.